Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. In the month prior to this report, the pt was hospitalized for another indication. The pt was performing therapy with the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external visual inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received; awaiting completion of the device evaluation. Should additional relevant information become available, a follow-up will be submitted.